Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unknown date, reported as ¿a while ago¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with an unknown antibiotic. At the time of this report, the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for this peritonitis event. On an unreported date, the patient began treatment with diflucon following the result of the effluent culture that was positive for yeast (dose, frequency, and route not reported). Should additional relevant information become available, a supplemental report will be submitted.